Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump was shutting off randomly resulting in a blood glucose of 503 mg/dl with mild nausea, headache, dry mouth, and ketones. The patient reported that the battery would be removed and a new battery inserted but the pump would only maintain power for about an hour before powering off. The patient confirmed that there was no damage to the battery compartment or cap and no noted moisture in the pump. This report is made based on the allegation that the patient experienced hyperglycemia related to an alleged pump power issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): a review of the pump black box showed that power events had occurred. There was no damage observed to the battery compartment or cap. The battery cap secured to the pump appropriately. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No power event were duplicated during testing. The battery cap was tested and was found to be within specifications. The pump was opened and no damage was found to the power circuit. The reported complaint was observed in the pump history but was unable to be duplicated during testing.